Manufacturer narrative:
Additional information for this case reported that a procedure was performed to successfully remove the clot from the limb. At some point during the weekend that followed, the patient returned with the same limb clotted.the physician removed the clot for a second time. No defects were observed in the stent graft. The physician believes the clotting issue is a genetic, biological clotting problem and was not related to the stent graft. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with the right limb clotted off after the evar procedure. The physician believes the cause of this complication was due to patient anatomy; small iliacs and stenosis in the right external iliac artery. No additional clinical sequelae were reported and the patient is being monitored by the physician.